Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing to be partially detached/separated from the luer fitting at the adhesive joint. Cause was traced to device design specification. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use, upon opening the package it was noticed that the flushing tubing was cut. Catheter could not be flushed. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The intellanav stablepoint open-irrigated catheter was selected for use, upon opening the package it was noticed that the flushing tubing was cut. Catheter could not be flushed. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.